Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm. Customer did not receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. Customer stated that they was changed battery, but issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. P-cap or reservoir locks properly into place. Device successfully downloaded traces and history file using thump. Device passed sleep current measurement, active current measurement, and displacement test. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No replace battery alert or replace battery now alarm noted during testing. Device history confirms battery change happening after 1 week. No damage noted at electronic assemblies during visual inspection. The following were noted during visual inspection: scratched case. (B)(4).